Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure, there was an inconsistent staple line. The site used another device to complete the procedure. There was no patient consequence.